Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation. Reviews of the complaint history, device history record, documentation, quality control procedures, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device revealed a smooth break in the sheath at 9.3cm from the distal tip of the device. The inner coil was exposed at the separation, which measured 1cm in length. The dilator was present inside the sheath. No other issues were identified during the analysis. Additionally, a document-based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, a review of quality control procedures was conducted, and no gaps were discovered. Based on the information provided and the examination of the returned product, investigation has concluded that the damage to the device could be traced to the user and unintended use error, as the damage likely occurred as a result of inadvertent handling damage during preparation of the device for use. It was reported that the technician was wiping down the device when the damage occurred. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report has been submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Occupation: unknown. PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during preparation for a leg angiogram involving a patient of unknown age and gender, a flexor high-flex ansel guiding sheath separated. The sheath was flushed "per preparation guidelines" and the dilator was inserted into the sheath. When the tech wiped down the sheath, it separated at the shaft, exposing the inner coiling. The device did not make contact with the patient. Another sheath of the same type was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.